Event description:
Info received indicates the knee function runs up unintentionally. The tech has replaced the high voltage circuit board but the issue remains.

Manufacturer narrative:
The tech replaced the logic circuit board to repair the bed.